Event description:
It was reported that a solution administration set had its tubing separate from the y-junction. The issue was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the set tubing had separated from the y-site. The y-site internal diameter, the tube internal diameter, and the tube wall thickness were measured and found to be within specification. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.